Event description:
Discordant, falsely elevated sodium results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting without change. The samples were then run on an alternate instrument, resulting lower. The samples were repeated a third time after troubleshooting on the dimension xpand plus with hm instrument , and results were as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). Tsc instructed the customer to check the probe's height to the port. It was discovered that the height was 6 steps too deep. The tsc instructed the customer to adjust the height, repeat all quality controls, diluent check, and patient samples. Upon repeat testing after troubleshooting with tsc, the samples resulted as expected. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated sodium results is improper probe height. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.